Event description:
Same event as MFR report #: 6000089-2006-02448. It was reported that during a pci procedure, two maverick2 monorail balloons ruptured. The lesions were located in the left anterior descending (lad), the left circumflex (lcx) and the right coronary artery (rca). According to the customer, "the proximal lad is cto lesion, and CABG to lad closed. The middle lad has diffuse tortuous calcified lesion, the middle rca had a cto lesion, but the CABG is open. The middle lcx had a severe lesion, but the CABG is open. After guiding wire passing through the cto lesion of lad, ryujin balloon (1.25x15mm) and maverick2 balloon (2.0x20mm) were used to ptca of the lad cto lesion successfully. Both maverick2 balloons (1.5x20mm, 2.0x15mm) could not dilate the calcified lesion of mid-lad and ruptured at 16 atm. At last we used voyage balloon (guidant) to dilate the calcified lesion of mid-lad successfully. At last, we implanted 3 stents (taxus liberte, 2.25x24, 2.5x24, 3.0x32mm) in lad." The procedure was successfully completed with a different device. No patient injuries or complications were reported. Patient status is reported as "good."

Manufacturer narrative:
The device has been received for analysis, but requires additional investigation, which is not complete at this time.